Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer experienced intermittent elevated blood glucose levels in the 300 mg/dl range. Reportedly, customer believed the basal rate was set too low and needed to be adjusted. Tandem technical support guided the customer through adjusting the pump basal rate. Customer delivered a bolus to address elevated bg levels.